Event description:
The facility's pharmacist reported to baxter france that a solution administration set was broken. It was reported that when the nurse tried to disconnect the set from the 3-way valve, the luer stayed inside the 3-way valve. This occurred at the end of infusion. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Device evaluation: a sample was available for evaluation. A visual inspection revealed that the luer lock was damaged. The set could not be tested for the reported problem as the set was deformed, therefore the reported condition is not confirmed. The root cause could not be identified. A batch review could not be completed as the lot number was not provided by the customer. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. This issue has been escalated to CAPA.